Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "broken device".

Event description:
Healthcare professional reported "patient with one broken device." Device status is unknown. Affected side is unknown.